Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer's blood glucose was not reported. Customer reported that past representative advised to change sets and try different ones. Customer reported of changing infusion sets ten different times. Insulin pump would be replaced.